Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height cubie drawer failed. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6 full height cubie drawer failed and would not recover due to row boards d & e not detected on the bus. A field service engineer ran hardware test application, found both rows were blank, shutdown the station, reseated row board cable connections and all rear panel cables, checked bus connections, verified software versions, and restored drawer functionality. The system functioned as intended after the field service engineer repaired the device.